Event description:
The following was reported to hamilton medical ag: the report from hospital say: the patient was hospitalized due to a history of eye trauma, dizziness, and vomiting. At 9:30 am on (B)(6) 2024, while using the ventilator, the flow sensor sounded an alarm and the machine reported a flow failure. It was immediately stopped and the patient was given a replacement ventilator to use. The medical equipment was reported to kvitsu for repair. After inspection, it was found that the air filter was clogged. The air filter was replaced and repaired. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). UDI information in d4 could not be provided as serial number was not provided by customer so far.